Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
It was reported that during a fracture plating surgery using the plate ar-8956-01s (lot 11803412) the screw ar-8724-16s (lot 10248850) passed straight through the hole and didn¿t engage with the plate. The screw was removed and had to be replaced with a 2.4mm va locking screw. No part of the devices broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device ar-8724v-16s. It was not necessary to switch the surgical technique or do a second surgery.